Event description:
It was reported that the customer's pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level as the issue did not lead to a pump shutdown. Customer was instructed by technical support to put the pump into storage mode and return it for a replacement using a pre-paid label. No backup insulin delivery method was available, and the customer planned to contact their healthcare provider for guidance.